Manufacturer narrative:
The device has not yet been returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics territory manager reported an issue with a lp titanium vtx 12 fr det 12f intro pg. During a port removal procedure, the connector piece that holds the catheter to the port was broken off inside of the patient. The physician was able to locate the broken piece and remove it. It is unknown when the device broke. The patient did not experience any adverse effects or harm as a result of this incident.

Manufacturer narrative:
The customer's reported complaint description of the port locking collar was observed to be disconnected from the port-catheter junction during the port explant procedure (due to end of treatment) cannot be confirmed given the patient centric nature of this event and no port complaint sample was returned. Without receiving product for evaluation a root cause for this event cannot be definitively determined. A device history record review of the packaging/locking collar lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. There have been no other reported complaints for the indicated packaging/locking collar lots for similar locking collar disconnected issue. The catheter and locking connector are provided as separate components within the port assembly kit. The end user attaches the catheter tubing to the port (and secures junction with the locking connector) during the implantation procedure. The directions for use (dfu) provide instructions on how to make this connection. Labeling review: the directions for use (dfu) that is supplied with this device, contains the following statements: catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. After implantation and during system use: each access to the vortex® mp port system should be performed using aseptic technique. Use only non-coring needles with the vortex® mp port system. The noncoring needle design helps maintain the self-sealing septum. Under qualified procedures the vortex® mp port system allows up to 2,000 punctures with an angiodynamics® 22 gauge noncoring needle, when tested at 10 psi. This pressure exceeds the typical levels experienced in clinical practice. Do not use a syringe smaller than 10 ml. Smaller syringes may create an over-pressurized condition in the system. Warning: for chest placement, avoid medial catheter placement. Instructions for implantation of the vortex® mp port into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route to the subclavian vein. Note: a port placed too deeply may be difficult to palpate and access. System assembly: the bayonet locking mechanism for the lifeport* and vortex lp implantable port. Slide the bayonet locking mechanism over the end of the catheter. The suture tab should be in the upright position. Dry outlet tube(s) and proximal end of the catheter. Slide catheter tip approximately half way onto the port outlet tube(s). Slide the bayonet locking mechanism and catheter onto outlet tubes until the suture tab contacts the port body. Turn lock 90 degrees until suture tab lies flush with the port base thereby locking the catheter into place. Note: a "doughnut" shaped section of catheter should be visible here. Potential complications: use of the system involves potential risks associated with any implanted device or indwelling catheter. They include, but are not limited to: infection, occlusion, catheter malposition, catheter fragmentation, drug extravasation (leakage), catheter pinch-off, fibrin sheath, thromboembolism. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference: (B)(4).